Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Information in this complaint is anecdotal and no patient information was provided nor can it be queried. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva dual port with q-syte. Qsyte leaks/tube pops off.the following information was provided by the initial reporter: during a voice of customer study the following feedback was received:clinician (CT tech) stated that with the nexiva dual port product, he has had experience with the qsyte leaking, the power injection tubing popping off, and pressure build up. Impact of contrast leakage is that it's sticky and get's on the patient and then the scan image wouldn't be good. If the image isn't good, the patient may need to be rescheduled for another image because there can be a limit to the amount of contrast the patient can receive.